Event description:
In 2009 the pt reported that for the past 2-3 days he has had elevated blood glucose readings up to 568 mg/dl. He has no symptoms and has treated his readings by bolusing insulin but they only decreased to the 200-250 mg/dl range. His normal range is around 150 mg/dl. To troubleshoot, the pt confirmed the time, basal rates, and bolus history on his insulin infusion device are accurate. He has not received any errors or alarms and there have been no leaks. He has changed his infusion headset 3 times in the past 3 days but this has not resolved the issue. Troubleshooting did not find any product issues. On follow up with the pt at about 5 days later, he stated his readings are still elevated. He said he switched to his backup device and has changed all of his accessories but his elevated readings have continued. He stated it takes more insulin to get his readings to decrease. The pt was advised to consult with his doctor. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.